Event description:
On 11/19/04, a pharmacist contacted lifescan (lfs) on behalf of the patient alleging that the patient's one touch ultra meter had not been powering on "for a long time". The medical affairs specialist (mas) spoke with the patient on 11/22/04. The patient did not remember the last date and time he tested with the reported meter. He stated that he had "many symptoms" during the time period he was not testing. He " just put the meter away, when it didn't work, and didn't continue to test". On 11/19/04, he contacted the pharmacist for advice and assistance with contacting lfs. The customer care representative (ccr) walked the pharmacist through replacing the meter battery and the meter powered on. However, the patient stated that his meter prompted the error 1 message, when he tried to use it later. The mas walked the patient through a test and the meter prompted error 1. The patient did not allege harm. There is no indication that the experienced injury or medical intervention due to the meter. Based on the error 1 prompt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.